Event description:
The hospital reported that during pre-testing for a saphenous vein harvesting procedure, the image on the endoscope was dark. No other information was provided by the hospital. The hospital did not report any patient complications.